Event description:
Customer complaint reports "after the catheter was placed and the technician was removing the spring wire guide, the guide split len gthwise. We were able to remove it successfully but wanted to let you know in case you had any other customers report this.". No patient harm was reported. The patient's condition is reported to be fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), the customer returned one spring wire guide (swg) for evaluation. No catheter was returned. Visual inspection of the swg confirmed that it was unraveled from the proximal end. Microscopic examination confirmed the distal and proximal weld were still present. The guide wire also contained one distinct bend. The total length of the of the core wire measured 683 mm, which is within specifications of 677.8-687.4 mm per guide wire product drawing. The outer diameter of the swg measured 0.438 mm, which is within specifications of 0.432-0.457 mm per guide wire product drawing. The kink in the guide wire measured 17 mm from the proximal end. Functional inspection was not able to be performed due to the damage of the returned swg. A manual tug test confirmed the distal weld was intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply undue force on guidewire to reduce risk of possible breakage" the report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the proximal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.00 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section h.6.-medical device code corrected to 1664.

Event description:
Customer complaint reports "after the catheter was placed and the technician was removing the spring wire guide, the guide split lengthwise. We were able to remove it successfully but wanted to let you know in case you had any other customers report this". No patient harm was reported. The patient's condition is reported to be fine.

Event description:
Customer complaint reports "after the catheter was placed and the technician was removing the spring wire guide, the guide split lengthwise. We were able to remove it successfully but wanted to let you know in case you had any other customers report this.". No patient harm was reported. The patient's condition is reported to be fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.